Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "rupture saline". This record is for the right side. Device has been explanted and replaced. Implant was discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported "deflation". This record is for an unknown side. Device remains implanted.